Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws."

Event description:
It was reported that patient underwent a left hip open reduction internal fixation procedure on (B)(6) 2015. During the procedure, a screw fractured while being placed in the plate. The fractured screw was left implanted.